Event description:
It was reported that the device posted a "ventilator failure" alarm during use. Reportedly, the patient was connected to another device; no health consequences have occurred.

Manufacturer narrative:
The event was reported to dräger with two months delay and, the user facility did not involve the local dräger s&s organization in examination of the device and potential repair measures. Dräger contacted the hospital to obtain further information but it was responded that no additional details can be provided. Unfortunately, the lack of information does not allow a reliable conclusion about the potential root cause for the reported issue. It can only be stated that the device was in operation for about twelve years now; the state of preventive service and maintenance is unknown. A ventilator failure is not necessarily related to a component malfunction - there are certain conditions imaginable upon which the supervisor software reacts with a safety shutdown of automatic ventilation; a transient high rise in airway pressure would be such condition. As confirmed for the particular case, a shut-down of automatic ventilation will trigger a corresponding alarm. Manual ventilation with the built-in breathing bag as well as the monitoring functions remain available.

Event description:
It was reported that the device posted a "ventilator failure" alarm during use. Reportedly, the patient was connected to another device; no health consequences have occurred.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device posted a "ventilator failure" alarm duing use. Reportedly, the patient was connected to another device; no health consequences have occurred.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.